Event description:
Attorney's letter claims that (B)(6) was loading the end user onto an ambulance when the end user's legs fell off the wheelchair causing injury.

Event description:
Attorney's letter claims that (B)(4) was loading the end user onto an ambulance when the end user's legs fell off the wheelchair causing injury.

Manufacturer narrative:
Device serial number not available. Device not available for evaluation. A follow-up report will be submitted should the device become available.

Event description:
Attorney's letter claims that american ambulance service was loading the end user onto an ambulance when the end user's legs fell off the wheelchair causing injury.

Manufacturer narrative:
Received device serial number: (B)(4). Production date updated to 11/18/2009. Device still not available for evaluation. A follow-up report will be submitted should the device become available.

Manufacturer narrative:
Inspection cancelled by plantiff counsel. The device was not the cause of the alleged incident. (B)(4).